Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between with heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (bleeding, cardiac arrhythmia, infection, hypertension, and patient condition) cannot be conclusively determined. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(6), on (B)(6) 2021 and was discharged from their implant admission on (B)(6) 2021. On (B)(6) 2021, the reported bleeding, infection, and cardiac arrhythmia were reported to have resolved, and the patient was discharged home. The bleeding was attributed to the patient¿s anticoagulation regimen, and the patient had been slowly increased on their anticoagulants prior to discharge. The patient remained ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), until they expired on 21nov2021. The relevant sections of the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists cardiac arrhythmia, hypertension, bleeding, and localized infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient arrived on (B)(6) 2021 from home after onset of dyspnea, cough and nausea. The patient had been discharged home from another hospital the previous day after having a heartmate 3 device placed on (B)(6) 2021. The patient arrived pale and diaphoretic. A chest x-ray revealed nearly complete opacification of the right chest likely related to pleural effusion and atelectasis with interstitial edema, cardiomegaly, left ventricular assist device (lvad) and pacemaker. On (B)(6) 2021, it was reported that the patient was placed on parenteral antibiotics. On (B)(6) 2021 it was reported that the patient received 1 unit fresh frozen plasma (ffp) and 1 unit red blood cells (rbcs) after a right chest tube was placed. 1300 ccs of bloody fluid drained after placement. This was not reported to be device-related. On (B)(6) 2021, it was reported that the patient received 1 unit of rbcs due to major bleeding. The patient also experienced sustained ventricular tachycardia. The doctor was able to perform anti-tachycardia pacing with reversion back to a biventricular paced rhythm. It was reported on (B)(6) 2021 that the infection was not device related and that the patient had negative blood cultures. The cause of the patient's bleeding was attributed to anticoagulation. The infection resolved and the patient was discharged on (B)(6) 2021. The patient had received intravenous antibiotics and slowly had their anticoagulants increased. It was reported on (B)(6) 2021 that the patient had hypertension and was given hydralazine and lopressor which resolved the condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.